Event description:
An export aspiration catheter was used during a procedure. The device had been inspected and prepped prior to use with no issues noted. Insertion difficulties of the device through a gc were experienced, resulting in devices becoming stuck. The devices were withdrawn from the patient along with the guidewire. Operation was completed with another export xt device. No injury reported to the patient. Device evaluation: the export xt aspiration catheter was received by the manufacturing facility for evaluation. As received the aspiration line and syringe are engaged. After cleaning the shaft shows delamination of the over-sleeve material.

Manufacturer narrative:
Damage is consistent with wire management issue. Interaction between the gw <(>&<)> aspiration catheter post removal from patient. Failure to appropriately maintain the device, wire management issue. Interaction between the gw <(>&<)> aspiration catheter post removal from patient. (B)(4).